Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) due to high-rate non-sustained episodes and an increase in sensing integrity counter (sic). Review of the episodes revealed oversensing of a non-physiologic morphology on the electrograms (egm). Based on the oversensing, an integrity issue of the rv lead is suspected. It was noted that the provocation test showed normal function. A ad-hoc face to face device check revealed multiple episodes of inappropriate oversensing in the ventricular fibrillation (vf) zone. A chest x-ray showed no significant abnormalities. It was noted that the r-wave was small, and noise was observed. It was also noted that the sensing was random due to less than thirty beats per minute rate that is lower than the programmed cardiac resynchronization therapy defibrillator (crt-d) lower rate. Reprogramming was done to deactivate therapies. The device and lead remains in use. No further patient complications have been reported as a result of this event.